Event description:
During an implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of stylet stuck in the inner coil of the lead was confirmed. As received, a complete lead with stuck stylet was returned in one piece. The polytetrafluoroethylene (ptfe) coating of the stylet was found stripped and was found bunched inside the inner coil at the connector region. The cause of the reported event was isolated to the bunching of the stripped ptfe coating inside the inner coil at the connector region. Based on this finding, abbott is performing further investigation.